Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker could not be remotely interrogated as it had reverted to safety mode. Subsequently, the device was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported. This device has been returned for analysis; however, investigation results are not available at time of submission of this result. A supplemental report will be submitted once device analysis has been completed.